Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 200 mg/dl, 120 mg/dl and 300 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent. Reporter states that she no longer has the strips used, and so no product will be returned for eval.